Event description:
The customer called and reported that her sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. Customer stated his blood glucose was something like 256 mg/dl while the sensor gave a reading in the 60 to 75 mg/dl. Customer did not wish to troubleshoot at the time. Calibration techniques were discussed. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.